Manufacturer narrative:
The technician found the cause to be the right caregiver side rail control to stick. The technician removed the old label and cleaned the adhesive off the bed up control and replaced the control label to resolve the issue.

Event description:
The technician alleged the bed is raising on its own. No pt impact.